Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that after the right ventricular (rv) lead was placed, it exhibited high capture threshold. The lead was repositioned and the issue persisted. Upon an attempt to reposition the lead the third time, the stylet had failed to be advanced into the lead, and the insertion of the stylet had caused the lead to puncture. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.